Event description:
It was reported that balloon rupture occurred. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. No patient complications nor injuries were reported, and the patient condition was good post-procedure.